Event description:
Additional information received indicated the device was reprogrammed to resolve the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in clinic follow-up, low pacing impedance and undersensing were observed on the right atrial (ra) lead. Technical support was contacted and recommended device reprogramming, however, no intervention was performed at this time. The patient was stable and will continue to be monitored.